Event description:
A pig tail catheter was placed on the patient's right side 4th intercostal space along the anterior axillary line using the cook medical fuhrman pleural/pneumopericardial drainage set. The needle was advanced approximately one cm into the pleural cavity and air aspiration was confirmed. The guidewire was also introduced through the needle without difficulty and the needle was taken out. The md introduced the dilator through the guidwire to dilate the insertion site and advanced the catheter over the guidewire. After introducing the catheter about one cm, the md identified a tear in the catheter outside of the insertion site. The md attempted to pull back the catheter but a small portion of the catheter became detached and remained in the patient. A surgical md removed a portion of the retained catheter but some of the catheter remains within the patient's chest.